Event description:
Patient's chemotherapy was dripping on the floor. Chemotherapy had been running for approximately 20 minutes. Chemotherapy infusion stopped. Rn witnessed chemo leaking from inside of pump and removed tubing from pump. Tubing had a hole located where it was loaded in the pump.